Event description:
According to the information received, the 12mm amplatzer septal occluder (aso) was deployed completely in the right atrium. The aso was unable to be retracted into the 8f amplatzer torqvue 45 delivery system (dtv45) sheath and a 9f amplatzer torqvue 45 exchange system was used to successfully retract the aso. A 10f dtv45 was then used and a 14mm aso was successfully implanted.

Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system sheath, it was decontaminated and examined; the sheath was found kinked in two locations along the sheath tubing and the sheath tip was found slightly mis-formed. The cause of the damage could not be determined conclusively, however the kinks are consistent with mishandling and the sheath tip damage is consistent with exposure to high retraction forces and not due to device malfunction. The returned 12mm amplatzer septal occluder was loaded into a test loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. A test 12mm amplatzer septal occluder was loaded into a test loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.